Event description:
Home pt (hp) reports incomplete priming with pt line of homechoice set. Hp was not able to reprime line and had to reset up with new supplies to complete treatment. No pt injury or medical intervention required per hp.